Manufacturer narrative:
Section: h3, h6: the complained product has not been returned for evaluation. All supplied information has been reviewed and we have not been able to relate the reported complaint to a manufacturing problem. A potential cause may include a component failure, the wound contact layer within these dressing can be affected by storage temperature fluctuations as detailed in the instructions for use. A documentation review has been conducted, confirming previous complaints of this nature. The instructions for use and risk files, mitigate the reported issue with no updates required. A complaint history review has found other related events, with corrective actions in place, related to the reported event. Which is currently under effectiveness review. Smith and nephew can confirm the device was released according to specifications and continue to monitor for adverse trends relating to this product range.

Event description:
It was reported that, during set up for wound treatment, when the carrier of opsite flexifix gentle 5cmx5m was removed, much of the silicone adhesive removed with the carrier and did not remain on the film. Treatment was performed, without any delay, with a back-up device instead. Patient was not injured as consequence of this problem. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The device intended to be used in treatment, was not returned for evaluation. All provided information has been reviewed and we have not been able to establish a relationship between the device and the reported event or determine a root cause. Probable root cause may include, component failure, the wound contact layer within these dressing can be affected by storage temperature fluctuations as detailed in the IFU. The manufacturing records show no evidence that the product did not meet the specification at the time of manufacture. A complaint history review has found other related events, with corrective action implemented related to the reported event. Smith + nephew will continue to monitor for adverse trends. Case (B)(4).